Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient was reported to live near padav gwalior. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. An open sample was returned for evaluation. A visual inspection was performed with threads noted inside the sample. The reported problem could not be identified through a sample evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a minicap did not have any threading on the inside of the cap. This was found during use. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.